Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd). Boston scientific technical services (ts) discussed currently elevated left ventricular (lv) output is likely the cause of the change in the longevity estimate. Ts recommended to consider fixed lv output. The product device in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.